Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches and jaw pain after using the device and alleges the device is noisy. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jan 18, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, headaches and jaw pain after using the device and alleges the device is noisy that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an exterior investigation, the manufacturer observed that there is unknown dust/dirt contamination present on all surfaces of the base unit and unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The device did not return with an sd card or filter. During an interior investigation, the manufacturer observed that there is unknown debris in the tracks of the ui panel. An unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The secondary findings were found by manufacturer and keratin-like substance was observed around the blower box outlet. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box. The presence of contamination throughout the airpath suggests a source external to the device. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed that there is presence of contamination in the airpath and unable to address the patient's symptoms sections d9, g3, h2, h3, h6 has been updated in this report.